Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain and radiculopathy. It was reported that 15 minutes following the trial procedure, the patient experienced discomfort, had no use of her left leg, it was numb, and that she had an 18 inch blood clot in her spinal cord. Actions taken included the patient going to the emergency room (ER), where the blood clot was discovered. The patient stated that a doctor did surgery and removed a bone in her back ad she stayed in the hospital for 5 days. They also performed CT/brain scans and did a blood study on the patient. The patient stated that the issue resolved and she eventually got a permanent implant. No device issues were alleged regarding this event. If additional information is received, a follow-up report will be sent.